Event description:
Red eye, sunlight sensitive, little blurred vision in left eye. In 2007, went to eye dr. Treated as conjunctivitis, prescribed prescription. Two days later, eye dr. - scratched cornea, prescribed another prescription. Three days later, eye dr. - tried new contact lens as of eight days later, condition still remains the same. Dose or amount: daily. Dates of use: 2006 - 2007.